Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Remote monitoring was also disabled. This pacemaker was subsequently explanted. Another pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Remote monitoring was also disabled. No other information was provided. No adverse patient effects were reported.